Manufacturer narrative:
Device has been received for evaluation. Upon completion of baxter's investigation a follow medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4)

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump that, "there was air in tubing, they changed the giving set but problem reoccurred" was confirmed during product evaluation. The cause of the reported condition was a faulty pump head module that was causing the air-in-line sensor readings to be intermittantly low. The pump head module was replaced to fix the reported problem.

Event description:
This is a report from baxter-(B)(4) of a colleague infusion pump in which there was air in tubing. Customer changed the set but problem reoccurred. It is unknown when the reported condition occurred. According to the hospital representative there was no patient involvement, injury, or medical intervention related to this device. This device utilizes user interface module master software version 7.01.00.